Event description:
The patient experienced pain and inflammation in (B)(6) 2024, 27 months after explantation, but did not want to undergo surgery right away. He returned in (B)(6) 2025 because of swelling symptoms suggest an allergic reaction. That is why the prosthesis was replaced by a titanium touch (only available out of us market) during a revision surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.